Manufacturer narrative:
Bd technical support troubleshoot with customer over the phone. A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation of this MDR report. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. No devices received, log review only.

Event description:
It was reported a failure with pre-population programming (interoperability) related to a change in the time of the day on the pump. It was noted that the ¿pump did not start¿ interoperability error messages started around 1 am on 20 september 2022 and stopped around 10:30 am on 22 september 22 and resulted in failed pump pre-population attempts involving norepinephrine, tigecycline, metronidazole, normal saline, and dextrose 10% water . This is also one of those cases where all infusion reports show ¿pre-population programming¿ but epic pump programming reports list them as non-compliant administrations. The customer (hospital's medication safety officer) further noted that the pump logs indicate that time of day was changed sixteen (16) hours back around 1 am on 20 september 22, but the nurse reportedly stated she never changed it. There was patient involvement but no harm.